Event description:
It was reported the patient underwent rtlh-bso¿ robotic total laparoscopic hysterectomy with bilateral salpingo oophorectomy on (B)(6) 2021 and topical skin adhesive was used. Patient had generalized raised erythematous rash, itch. Treatment: methylprednisolone, benadryl, topical corticosteroid, famotidine.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Prep used: chloroprep. No dressing. Patient has had previous exposure to adhesive. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.